Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected section per remediation review, it was determined that the applicable manufacturer evaluation conclusion code in this report have been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2017 and reported having a power disconnect alarm while having 2 fully charged batteries connected to the controller. Upon inspection, it was noted that both controller power ports were loose within the controller housing. A controller exchange was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. One non-smr controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device revealed that the controller failed visual inspection as a result of a loose driveline connector. Heartware has opened an internal investigation to address this issue and determined the root cause to be a design issue, where the thread locker did not have sufficient strength to secure the nut. Corrective actions implemented included the incorporation of an improved thread locker. The most likely root cause is inadequate thread locking resulting from the low bond strength of the adhesive. The controller log file analysis revealed a power disconnect alarm around the time of the reported event date caused by a power source in power port 2 to be disconnected. The most likely root cause of the power disconnect could of been caused by a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.